Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and product non-conformity, specifically "deviation of diopter". Due to refractive surprise and product nonconformity, the lens was explanted. At a later date the lens was replaced with the same model and length lens. The problem was resolved. H3 - device evaluation: the lens was returned dry on a microcentrifuge vial. Visual inspection found the optic torn and broken and the haptic broken and deformed. The comments note "due to significant lens damage unable to complete dimensional and functional inspection. Claim #(B)(4).

Manufacturer narrative:
H6 work order search: one additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Due to refractive surprise, the lens was exchanged for a same length lens. This resolved the problem. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.